Event description:
It was reported that a patient's right hip was revised. As reported by rep: "stem from our revision today." Pictures of an explanted stem were provided showing trunnion wear. Subsequent voicemails for additional information have received no response.

Manufacturer narrative:
An event regarding wear involving an unknown metal head was reported. The event was confirmed via review of the provided photographs of the unknown stryker stem. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to trunnion wear. The device was not returned for inspection; however, provided photographs of the unknown stem confirm trunnion wear. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.